Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date. The facility reporter indicated the index procedure occurred sometime this month from the date it was reported to the manufacturer representative. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a physician, trained in the use of the perclose at device, attempted arteriotomy closure of a common femoral artery after an unspecified procedure. Reportedly, a cuff miss occurred and another device was used to achieve hemostasis. It was indicated that either another proglide or a perclose at was used to achieve hemostasis. The patient did not experience any adverse effect. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found the anterior cuff had been captured and was attached to the needle tip; however, the cuff tabs of the posterior cuff were damaged indicating needle to cuff detachment had occurred. The posterior cuff was returned still attached to the link. A cuff to needle tip detachment will also result in a failure to retrieve the suture during plunger removal and can appear very similar to the reported cuff miss. However, the reported cuff miss can not be confirmed because a needle to cuff detachment was detected not a needle to cuff miss. A cuff detachment can be influenced by but not limited to: manufacturing, excessive force during plunger removal, jerky motion or a side wall stick, deployment in challenging anatomies (e.g. Heavy calcified arteries, morbidly obese patients, etc). Gently removing the plunger during the first 2 cm can reduce the possibility of a cuff detachment. To assure that all products perform according to specifications they are subject to an inspection during manufacturing. In addition, a quality control inspection is performed to verify product quality. No manufacturing or quality inspection deficiency was detected. Based on the investigation findings, the probable cause for the cuff detachment was related to operational context during use of the device. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot. In addition, a query of the complaint-handling database was performed and there have been no other previous incidents reported. There does not appear to be any indication of a lot specific product quality deficiency.